Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The left ventricular (lv) lead gave an impedance warning for a low impedance reading. It was additionally noted that the cardiac resynchronization therapy pacemaker (crt-p) exhibited invalid trending data. The leads and device remain in use. No patient complications have been reported as a result of this event.